Event description:
Information was received indicating that a smiths medical pump was sounding for downstream occlusion alarms that cleared themselves and then reoccurred. There was no audible alarm and one of the downstream occlusion alarms did not clear. Additionally, it was reported that the pump was not running consistently. There were no reported adverse events.

Manufacturer narrative:
One cadd solis vip pump was returned with no physical damage. The event history was reviewed and there was a downstream occlusion alarm. A downstream test was conducted and reported downstream alarm was unable to be replicated. While running the pump for 1 hour, no high priority downstream occlusion alarms rung. The downstream occlusion (dso) sensor will be replaced as a preventative measure. There was no fault found with the returned pump.